Event description:
The hcp reported the patient was experiencing withdrawl and pain. A rotor study and catheter dye study were done. The results were not reported. The patient was treated with supplemental oral medications. The pump was explanted due to "not working." It was replaced and returned to the manufacturer for analysis. The patient outcome was reported as good.